Event description:
Same case as MDR ID: 2134265-2013-02930 and 2134265-2013-02935. It was reported that post percutaneous coronary intervention, a stent thrombosis occurred. The patient presented as an st elevation myocardial infarction of the proximal/middle of right coronary artery. A thrombectomy was performed using a 6f non-bsc catheter. The physician then implanted three promus element plus mr stents (3.50x12mm, 3.50x16mm and 3.50x20mm) in the proximal/middle of right coronary artery. During the procedure, the patient was given angiomax bolus and drip. About 25-30 minutes after the procedure, the patient had a stent thrombosis. The patient was given reopro to prevent blood clot formation. After the procedure, patient was given plavix via nasogastric tubing. The procedure was completed with this device and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).